Event description:
There is no evidence that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 4 message was not resolved with troubleshooting. Per the onetouch ping user guide the error 4 message prompts when there is a problem with the test strip, the sample was applied improperly or there is a problem with the meter remote.

Manufacturer narrative:
(B)(4): the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.